Manufacturer narrative:
The reported field event of an inability to tighten the set screw was confirmed in the laboratory. Analysis found that excessive punch-outs from the septum were filling the set screw inset. The torque wrench could not fully insert and engage the inset of the set screw due to the septum punch-outs blocking the wrench tip. The excessive punch-outs were caused by incorrect wrench insertions by the user of the wrench. Analysis found that the wrench insertions were being made off-center through the septum causing the punch-outs. The wrench was not aligned with the set screw inset correctly which prevented tightening of the set screw. The device was tested with correct wrench insertions into the set screw inset. The set screw tightened securely and normally into the test leads. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant, the device screw was unable to be tightened. Therefore, the device was not used, was replaced and procedure was completed. The patient condition was stable.